Event description:
Event description guidant received information that during a routine pacemaker changeout procedure for normal battery depletion this atrial lead had impedance measurements > 2000 ohms, and intermittent loss of capture, in both unipolar and bipolar modes. Upon interrogation the lead impedances recorded were variable, ranging from 600 to 1800 ohms. This atrial lead was sugically abandoned.